Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger rod broke with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: we have encountered problems when using a medical device: syringe 50ml ll. Ref. 300865. Lot. 1804226. Expiration date: 30/2023. Description of the incident: during the preparation of anticancer chemotherapy, a piece of plastic breaks at the piston of the syringe. Device not used and placed in quarantine. The device is available at the pharmacy for expertise.

Event description:
It was reported that plunger rod broke with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: we have encountered problems when using a medical device: syringe 50ml ll ref. 300865; lot. 1804226; expiration date: (B)(6) 2023. Description of the incident: during the preparation of anticancer chemotherapy, a piece of plastic breaks at the piston of the syringe. Device not used and placed in quarantine. The device is available at the pharmacy for expertise.

Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality engineer for investigation. Upon visual inspection, the retaining ring of the plunger was observed to be broken. A device history review was performed for the reported lot 1804226, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional inspections throughout manufacturing to ensure the quality of the device. Although we could not identify a direct issue, it was determined this incident occurred due to damage of the product during transport in the manufacturing area. Devices used to transport product and manufacturing equipment is protected to avoid damaging the product. Based on all the preventive measures and our stringent in-process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. H3 other text : see section h.10.